Event description:
These systems were removed due to complications caused by twiddlers syndrome (previously two sets of leads were twiddled out). This lead was attempted and terminated on 8/3/07. Associated with this were: lumax 340 hf-t,, MDR 1028232-2007-0320, four months in 2007. Corox otw 75, MDR 1028232-2007-0321, two weeks in 2007. Setrox s 45, MDR 1028232-2007-00323, two weeks in 2007. Linox sd 65/16, MDR 1028232-2007-0322, approx four months in 2007. Setrox s 45, MDR 1028232-2007-0318, approx four months in 2007.